Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was patient reported that they could not raise their rate or intensity and when they increased the intensity, they would see a settings not available cannot provide desired intensity message. Patient stated they tried different groups and sometimes it would work but sometimes they would get a settings not available message. Patient stated that this started happening within the last couple of weeks. Patient also noted that their stimulation would be at 3 which they would barely feel but when they move their back a certain way it would feel like their stimulation was at a 10 and would shock them. Agent reviewed meaning of message and redirected patient to their hcp. It seems like the leads moved again. Patient stated they have an appointment with their hcp this wednesday and they might have the ins just taken out.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: 2024-(B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(6)implanted: 2024-(B)(6) explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 26-jul-2027, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 26-jul-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.